Event description:
The customer observed a non-reproducible elevated advia centaur ca 19-9 result on a patient sample. The customer repeats all results > 50 u/ml. There are no reports that patient treatment was altered or prescribed based on the result. There are no reports of adverse health consequences based on the discordant advia centaur xp ca 19-9 result.

Manufacturer narrative:
The cause for the non-reproducible advia centaur xp ca 19-9 result is unknown. Two siemens service visits were performed. The wash and aspiration probes were checked; the water filters were changed and the manifold was cleaned on the first visit and changed on the second visit. Functional tests (wetwater, wetwash and dry tests) were acceptable. No conclusions can be drawn. The customer has tested all samples in duplicate since (B)(6) 2014 and no other non-reproducible results have been observed. The system is performing within specifications. No further evaluation of the device is required. The limitations section of the instructions for use states the following: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease."